Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient experienced a severe hypoglycemic event requiring emergency medical attention. The patient was wearing a pod, placed on the abdomen and worn for longer than 48 hours, at the time emergency medical services (ems) was called and continued wearing the pod throughout the hospital stay. While on a sightseeing boat cruise, the patient reported that the sensor was not linking reliably with the pod. The patient administered a meal bolus without a current glucose reading. Several hours later, the patient experienced nausea, with continuous glucose monitoring showing 77 mg/dl. The patient attempted to treat hypoglycemia with glucose tablets but vomited shortly thereafter. Upon disembarking the boat, the patient experienced syncope, and ems was contacted. Ems initiated intravenous access and transported the patient to the hospital. Fingerstick glucose values were reported in the 50 mg/dl range, and hypotension was noted. The patient was admitted for approximately 24 hours and was diagnosed with hypoglycemia, dehydration, syncope, urinary tract infection, and anemia. Treatment included intravenous fluids, dextrose, and antibiotics. The patient was discharged on (B)(6) 2026. Dexcom was notified of the event on 20 march 2026.

Manufacturer narrative:
B5 was updated for corrected date format.